Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a post-operative follow up appointment regarding out of regulation issues. They needed to be re programmed because their newest lead had moved down; they were reprogrammed successfully and positive stimulation was achieved. The issue was resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep).it was reported that the cause of the our of regulation issue was not determined. This information was confirmed by the physician. No patient symptoms or complications were reported in this event.